Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted; therefore, data analysis is not possible. A new implantable pacemaker of the same model was placed. This device was discarded in the facility. No additional adverse patient effects were reported.